Event description:
It was reported that an implantable neurostimulator (ins) was explanted due to communication/telemetry issue and coupling issues. Multiple attempts were made to increase coupling for charging over a period of several months. The patient typically obtained no more than 2 bars of coupling strength and charging took 8 hours to complete. It was stated that the patient was once or twice able to get 3-4 bars that lasted a few seconds only. A different charger was utilized with identical results. Pocket depth was measured at less than one centimeter. Patient status at the time of this report was noted as alive with no injury/no adverse event. The replacement was performed at the discretion of the surgeon. There were no patient symptoms/injuries related to this event. Three days later not normal battery depletion was also mentioned. No death and no injury were reported. The patient recovered without sequela. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product analysis of the implantable neurostimulator revealed "no anomaly." It was further stated that "according to the trace report obtained from the ins, the total recharge count is 54. The last recorded recharge session done while the device was implanted was on (B)(6) 2013 for 7 seconds. Prior recharge on (B)(6) 2013 lasted 1hour and 32 minutes; the battery charged from 3.840v to 3.865v. The battery has never discharged to the lock mode. The coupling record of the last 5 patient recharge sessions has 5 at 25% and 1 at 0%. Testing of the recharge function of this ins found it to be functioning normally. The ins was recharged at body temperature with approximately 1cm of space between the ins and charger antenna. The charge time was 4hrs 18 min. The ins charged from 3.545v to 4.020v with 100% coupling."

Manufacturer narrative:
Concomitant medical products: product ID 3776-75, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3776-75, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.